Manufacturer narrative:
Merge healthcare confirmed the customer's allegation. Should an lis user merge a patient with an active mrn to a non-existent mrn the patient name defaults to "merge to." Without the patient's name persisting, there is the potential that the user will not be able to locate the patient's record in merge lis. An internal investigation is ongoing to determine the best way to mitigate this issue and ensure users are not able to merge a patient with an active mrn to a non-existent mrn. Merge support requested that the user create the new mrn manually and merge the existing patient with the name "merge to " with the new mrn. This then resolved the customer's issue.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting & trending of patient lab results. On (B)(6) 2016 a customer alleged that they could not locate a patient in merge lis that had previously been entered. Merge healthcare support investigated the allegation and determined that the customer utilized the "merge two medical records" function that is available in merge lis. In this case, the customer used this function to combine an older entry of the patient's record number with a newer entry of this patient's record that did not have an mrn. When the records were combined, the customer was not able to find the patient's record. With a user not being able to locate a patient record in merge lis, there is a potential for a delay in treatment or diagnosis which could lead to harm. There is no indication that the issue, reported by the customer, resulted in a death or serious injury. Reference complaint number 38491.

Manufacturer narrative:
Merge healthcare corrected an issue where a patient mrn could be merged into a non-existent mrn, creating an improperly identified patient record. Issue was corrected in merge lis software version 4.1.6 released november 22, 2016. Merge lis v. 4.1.6 release notes indicated this issue was resolved under release 4.1.6, resolved issues section, ID lis-5167. Customer was upgraded to lis v. 4.1.6 on april 3, 2017.